Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon was attempted to be inflated to 15mm, however the balloon burst before reaching the desired diameter. It was reported that there were no pieces that detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Although the complaint device has been disposed, through evaluation of the information that was received the investigation results concluded that the most probable root cause is operational context. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.